Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 58.0 and 107.0 cm from the hub. The stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned pc400 revealed that the sr wire was fractured. If the device is forcefully retracted against resistance, damage such as a fractured sr wire may occur. If the sr wire fractures, the embolization coil will likely become detached. The embolization coil was not returned to penumbra for evaluation. Further evaluation of the returned pc400 revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, while attempting to place a pc400 into the target vessel using a lantern delivery microcatheter (lantern), the physician determined that the pc400 would not fit well in the vessel and decided to remove it. However, while withdrawing the pc400, it unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out. The procedure was completed using the same lantern and two other coils. There was no report of an adverse effect to the patient.